Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Event description:
A patient reports having to be hospitalised for 3 days in the intensive care unit. The patient reports having an elevated a1c level of 7. No further information was provided as to this event.